Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.